Event description:
The customer reported via medwatch: "series of "rapid gas loss" alarms began about 1700 on 1/17/98 and proceeded until hosp could not keep the iab working. Dr elected to remove iab. The pt remained in ccu in stable condition."